Manufacturer narrative:
Correction: UDI and g2 country were inadvertently omitted from the initial report. Correction: h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material may be a black rubbery residue, but the foreign objects could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a colonovideoscope had several channels that were blocked. There was no patient injury or adverse event reported to olympus. During the inspection, the following reportable malfunction was identified: foreign material exiting from the air/water nozzle. This medwatch is being submitted for the reportable issue found during estimation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and repair. During the initial evaluation, the nozzle was clogged by remains. The remains were external of endoscope it looks at piece of black caoutchouc residue. In addition, a defective o-ring of s-cover was found. The o-ring wasn¿t fixed to the s-cover unit. The a-rubber gluing worn out and ccd (charged coupled device) cover lens and lg (light guide) lens gluing worn out. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.